Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/9/2020. Additional information: b3. Corrected information: b1, b2, h1. Corrected h6 patient code: 2199. Additional information was requested and the following was obtained: date of the procedure? (B)(6) 2019. Please clarify the name of the procedure - amigdalectomy. / (tonsillectomy). Please clarify how the needle was ¿inside the amygdala¿ during a tonsillectomy. Procedure? The needle broke during the procedure. What instruments were used to grasp the needle? The usual needle holder. Was the needle bent or reshaped during use? If so, how much or how many times? No. Where was the needle grasped during use? No. Where did the needle break, please clarify the ¿unusual location¿? In the middle above the needle holder. Were the needle piece(s) retrieved during the same procedure? Yes. Were x-rays performed to localize the needle fragment? No, they didn¿t need to use x-rays. Does the piece/device remain retained in the patient¿s tissue? No. If retained, were there any patient consequences? No. Other relevant patient history/concomitant medications? No. What is the patient¿s current status? The patient¿s it's ok after all.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/20202. Corrected h6 patient code: 2687. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device al6039 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the procedure. Please clarify the name of the procedure. The diagnosis and indication for the index surgical procedure? Please clarify how the needle was ¿inside the amygdala¿ during a tonsillectomy procedure? What instruments were used to grasp the needle? Was the needle bent or reshaped during use? If so, how much or how many times? Where was the needle grasped during use? Where did the needle break, please clarify the ¿unusual location¿? Were the needle piece(s) retrieved during the same procedure? Were x-rays performed to localize the needle fragment? Does the piece/device remain retained in the patient¿s tissue? If the piece(s) were retained, where are they located; in what structure? If retained, were there any patient consequences? If retained, are there plans to remove the needle fragment? Other relevant patient history/concomitant medications? If applicable, will the product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a tonsillectomy procedure on an unknown date and suture was used. The needle was broken during the procedure and was inside the amygdala of the patient. The surgeon report that the needle broke in an unusual location and seemed to have problems related to its integrity. The current condition of the patient is unknown. Additional information has been requested.